Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned dry in the case/vial; visual inspection found haptic torn and pen marks. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -15.50/+2.50/x009. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -15.50/+2.50/x009 diopter in patient's right eye (od) on (B)(6) 2015. Lens tore during delivery into the eye. The lens was removed. No adverse event was reported.